Event description:
It was reported that during a breast biopsy procedure, the plastic tip of the device sheared off. They were unable to locate the plastic tip. The physician used a competitor's device to complete the procedure. There was no pt consequence.